Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported events of inappropriate shocks due to lead damage and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed an external insulation abrasion abrading and separating the right ventricle shock coil and breaching the ring electrode cable lumen underneath the right ventricle shock coil. The ethylene tetrafluoroethylene cable coating of one ring electrode cable was abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. The cause of the reported events was isolated to the external insulation abrasion abrading and separating the right ventricle shock coil and the exposure of the one ring electrode ethylene tetrafluoroethylene cable coating.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving several inappropriate shocks. The suspected cause of the event was determined to be noise resulting in oversensing on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.